Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and leads switched to paddles quick-look. According to the reporter, the device displayed excessive artifact and a paddles leads off message. Connections were checked, then the pt was connected with ECG electrodes and leads switched to lead ii. The pt's ECG was diagnosed as shockable and the charge button pressed but, according to the reporter, the device displayed a connect electrodes message and would not charge. An AED at the scene was used as a backup and the pt resuscitated.